Manufacturer narrative:
The customer reported that the central nurse's station (cns) display screen was not working. There was no image on the display. The biomedical engineer replaced the monitor with a known working one, however the issue was still present. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display screen was not working. There was no image on the display.